Manufacturer narrative:
(B)(4) (no consequences or impact to patient) (B)(4) (false negative result). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer stated that the axsym analyzer generated a negative b-hcg result (less than sensitivity). The sample was repeated after cleaning the dispenser and a result of 1300 miu/ml was generated. The patient's last value was 1400 miu/ml (unknown date). There was no report of impact to patient management.

Manufacturer narrative:
An abbott field service engineer (fse) was dispatched to the account. The fse found the bulk solution dispenser #3 was clogged. The fse cleaned the bulk solution dispense #3 nozzle. The fse also replaced the axsym meia lamp. Total b-hcg control results were retested and were within the expected ranges. Customer complaint data was reviewed and no adverse trends were identified. The axsym system operations manual and the axsym b-hcg package insert were reviewed and were found to adequately address the issue of discrepant results. The investigation did not identify a product deficiency.